Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The insulin pump also had a stripped battery cap coin slot(p), cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer states they are unable to remove the battery cap on their pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.